Event description:
This report is based on information provided by remote service engineer rse, philips technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro device issue communicating with remote server error message. The device was in clinical use however no patient or user harmed.